Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported: a nurse at ICU confirmed the air leakage. Customer reported, since it was not a large amount of air leakage, the customer continued to use it on the patient till the routine extubation was required. Customer reported after extubation upon inspecting the sample with putting it into the water, confirmed air bubbles came out from the inflated cuff. Customer confirmed no additional harm to the patient. Customer confirmed that no fault was identified during pretesting efforts.